Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy the stapler closed, fired, and then the anastomotic leak was discovered so they diverted the colon. This anvil was placed without the spike the eea was placed distal spike deployed, connected, stapler closed, fired etc. Intact distal donut, proximal donut not intact, leak test positive diversion was then planned.

Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch #u5er4u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with a test anvil and a test washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The event described could not be confirmed as the anvil issues was not returned for analysis and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5er4u, and no non-conformances were identified. See attachment: (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticular stricture. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Yes. What healthcare professional fired the device and what is his/her experience with the device? First assistant, does not fire this stapler often. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, waited 15 seconds. Did not retighten prior to firing, was not aware this was recommended. Was the device difficult to close? No. Was the device difficult to fire? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Most likely 1.5. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, intact distal donut, proximal donut was not intact. Was a complete transection of the white breakaway washer visually confirmed? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The staples were not examined, the anastomosis was low and difficult to visualize. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Yes, the surgeon believes the anastomosis leak was possibly caused by the device.